Event description:
The user reported that the patient was being taken from a recovery room back to the patient's room while on the ivent 201. The patient was taken into an elevator. Upon exit of the elevator, while going over threshold, the unit reportedly shut down without alarm. The patient was then manually ventilated. While still transporting, approximately 20 feet later, the ventilator turned itself back on. The patient was placed back on the ivent 201. Around midnight, the unit started alarming "service". The unit was swapped out. There was no reported patient injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.